Manufacturer narrative:
Due to imdrf harmonization, device, method, results, and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that there was no failure; the patient just needed new batteries. They noticed this when they went to change the settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient's ins was removed because it failed and it was hurting the area where it was put in. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.